Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown device manufacture date: unknown investigation summary: neither batch and catalog number is available. Customer confirmed information is not available.

Event description:
It was reported that unspecified bd¿ safety device detached. This was discovered before use. The following information was provided by the initial reporter: syringe was out of the housing, it was in two pieces.

Event description:
It was reported that unspecified bd¿ safety device detached. This was discovered before use. The following information was provided by the initial reporter: syringe was out of the housing, it was in two pieces.

Manufacturer narrative:
H.6. Investigation summary: neither batch and catalog number is available. Customer confirmed information is not available. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. H3 other text : see section h.10.